Event description:
It was reported the patient's back pain was unrelated. The stimulator was going to be explanted for the MRI. The patient's symptoms were ongoing.

Event description:
It was reported the patient needed a MRI due to lower back pain. The pain started after the patient turned their stimulator off. The patient turned the stimulator off because they could not stand the shocking. The patient experienced shocking when they were rolled over on the traction bed at the chiropractor. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
It was later reported her device stopped helping with controlling her symptoms. She had to adjust it up and down and it would work and not work. The stated device started helping intermittently only. The patient turned the therapy off in (B)(6) 2014 and the device was taken out in (B)(6) 2014 by the health care provider. The patient experienced urinary symptoms. The patient alleged her implantable neurostimulator (ins) was rubbing on her sciatic nerve. The patient stated that the health provider did not think ins would cause the pain. After the device was taken out, patient "had one more steroid shot for the inflammation that was back there and sciatic nerve did not hurt anymore since then." The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.

Manufacturer narrative:
Concomitant products: product ID 3889-28, lot# va04v0n, implanted: (B)(6) 2013, product type lead; product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4).